Manufacturer narrative:
The account provided a picture of the broken composite sling bar hook. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both sling bar hooks, as per the intended use, the composite hook can withstand > 780 kg before breakage. In the instruction guide for universal sling bars (7en160185 rev. 4), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this device. The facility had a third party company perform preventative maintenance on this device. The account was sent a new sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating universal slingbar 450 broke. The lift was located at the account at the time of the incident. There was no patient or user injury. This report was filed in our complaint handling system as complaint # (B)(4).